Event description:
It was reported that, "when the surgeon was opening the blister pack, he noticed a foreign material on the femoral component. Therefore, he implanted a spare product on the patient instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.